Event description:
Paramedics responded to a person, condition unknown. The device was connected to the patient for external pacing while being transported to the hospital. According to the reporter, the device's pacing function would intermittently stop and had to be manually restarted each time. No adverse effects to the patient were reported as a result of the alleged malfunction.